Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences affiliate in china, regarding a valve-in-valve case of an implant of a 26mm sapien 3 valve in mitral position by transeptal approach within an unknown valve. During the procedure, the septal puncture was successful, the guidewire successfully crossed the atrial septum, and the non-edwards lifesciences adjustable sheath crossed the atrial septum smoothly. However, when the pigtail catheter crossed the mitral valve, the non-edwards lifesciences adjustable curved sheath came out of the atrial septal puncture point, causing the pigtail catheter to cross the tricuspid valve. Due to this, the valve was released in the right ventricle. The patient was transferred urgently to surgical thoracotomy to remove the valve.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed due to unavailability of the returned device and/or applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, transseptal access was obtained and non-ew sheath placed across the septum. However, when tracking the pigtail across the septum, the non-ew sheath backed out into the right atrium. As a result, pigtail was inadvertently advanced into the right ventricle. At this point, no one noted any abnormalities. The ds with the valve was then inserted over the wire and deployed in the tricuspid valve or right ventricle. It was only discovered after post-deployment that the valve was implanted in a non-target location. Per the IFU/training manual, user is instructed to verify the valve positioning using multiple angiographic views prior to deployment. In this case, it is likely that a combination of procedural factors (loss of septum access) and use error (failure to verify valve positioning prior to deployment) leading to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.